Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure and after the hub of the delivery catheter was slit, the catheter ripped off completely about five to seven centimeters down leaving the remainder around the lead. The physician was able to slice the catheter and reapply the slitter and the catheter was removed successfully. No patient complications have been reported as a result of this event.